Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure stent damage occurred. The physician was treating an unspecified lesion located in the rca (right coronary artery) with a 3.50x20mm taxus liberte stent. The sds (stent delivery system) was unable to cross the target lesion. Upon removal from the patient, the stent was noted to be deformed. The procedure was completed with another taxus liberte. There were no reported patient complications. The patient status listed as "good."